Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g5. PMA / 510(k)#: k213670. H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter(fm) was observed: visual examination of the photo was performed and revealed fm on the inside of the tube. There is a black particle on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was noticed prior to use that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had foreign matter in the tube. There was no health impact or consequences reported.